Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has high impedance across most of the electrodes on left side. C 0 = 15130 c 1 = 792 c 2 = 13438 c3 = 852 0 1 = 15130 02 = 33712 0 3 = 15582 12 =13555 23 = 13674 13 = 1225 therapy impedance as of yesterday was 1200 ohms. The patient has not had therapy changes since the ins was placed in (B)(6) 2017. Patient has been programmed to 0+1+2-3- for a while, at least since 2011 per caller. Historical therapy impedance show a gradual rise in the therapy z recently: 2011 =930 ohms ;2014 = 645 ohms; 2015 = 690 ohms; (B)(6) 2016 = 687 ohms; (B)(6) 2016 = 1034 ohms; (B)(6) 2017 = 1178 ohms. The following troubleshooting steps were reviewed to the caller: take impedances in various rom or positions and discuss x-ray/fluoroscopy. There is no other history of electrode impedance as the caller says they only tend to do therapy impedance checks. Patient is not having any intermittency of therapy, shocking or any other symptoms at this time and it was reviewed to try and program just 1 and 3 to see if the patient still gets benefit since they are normal impedance pair. No symptoms were reported. No further complications were reported or anticipated with this event.